Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced half height drawer 5.1 off the bus. The field service engineer (fse) opened the back panel and observed that the pyxibus module board for drawer 5.1 did not show a heartbeat light, while the drawer controller board had active lights. The power station was shut down, and the damaged retractor band was replaced to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.